Manufacturer narrative:
(B)(4). Photographs of two devices were received for evaluation. Visual inspection of both photographs revealed fluid inside the bag that contained the device, indicating that a leak had occurred. The location of the leaks could not be determined from the photographs. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three small volume folfusors leaked from an unspecified location prior to patient use. There was no patient involvement. No additional information is available.